Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H10: the suspect device has not been return for investigation. Customer was able to power cycle the device and the message did not reappear. Received device logs, evaluated and found one instance of cfb log. Per flowchart, the issue is caused by user interface controller epc problem. Vyaire tech support recommended to replace the main board. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us 17,3" ventilator had decommission screen during pre-use setup. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Results of investigation: (return analysis-fa lab investigation): the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The exact root cause is not determinable as the original complaint is not duplicated. (Non-return analysis-fsr evaluation): a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board successfully. Configured main board and ran calibrations and verification. All tests passed required criteria. Unit meets factory specifications.